Event description:
Patient reported "I need your help to determine if the implants I have are one of the items you have on recall" and "a bump on my right side" against a non-allergan device. This record is for the right side. Device remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).